Manufacturer narrative:
Manufacturing records for lot number r0605028 were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.

Event description:
During a percutaneous transluminal angioplasty to the left superficial femoral artery the balloon was reported to have ruptured. The vessel was described as severely calcified and moderately tortuous with a 100% stenosis. The product was prepared as per the instructions for use (IFU). Using a contralateral approach the product was advanced to the lesion over the guidewire and the balloon was inflated using an indeflator. However, the balloon was ruptured at four atmospheres. Another balloon catheter was used and the procedure was finished successfully. There was no reported patient injury.